Manufacturer narrative:
The suspect device has not yet been returned to olympus for evaluation. Prior to the device evaluation, the device will be sent out for additional microbiological testing.the investigation is ongoing. A supplemental report will be submitted upon completion of the investigation or if any additional information is provided by the user facility.

Event description:
The customer reported to olympus, the gastrovideoscope tested positive for 7 colony forming units (cfus) of stenotrophomonas maltophilia and 30 cfus of revivable micro-organisms at 30c on (B)(6). On 13 dec; the scope tested positive for 1 cfu of microorganisms at distal end and >80 cfus of micro-organisms reviavable at 30c in all channels. On 6 dec; the scope tested positive for 1 cfu of microorganisms at distal end and 13 cfus of micro-organisms reviavable at 30c in all channels. All channels were sampled. The user did not report any contamination or any other serious deterioration in state of health of any person, to which the scope could have been a contributory cause.

Manufacturer narrative:
This report is being supplemented to provide additional information based on the legal manufacture's (lm) review of the customer completed cleaning disinfection and sterilization (cds) checklist, results of third-party testing, the device evaluation and the lms final investigation. The lm reviewed the customer provided the cds processes where no obvious deviations from instructions for use (IFU) were identified. Olympus provided the following result of the culture test, performed at the third-party labs: sampling date: jan 19, 2024 sampling from: operating channel cfu: <1cfu/endoscope bacterial identification: n/a sampling from: suction channel cfu: 4cfu/endoscope bacterial identification: bacillaceae sampling from: air/water channel cfu: <1cfu/endoscope bacterial identification: n/a sampling from: water jet channel cfu: 1cfu/endoscope bacterial identification: staphylocoques coagulase negative sampling from: distal end cfu: 1cfu/endoscope bacterial identification: aeromonas hydrophila the device was evaluated where an additional reportable malfunction was noted where there was a gap between the scope body and the acoustic lens. A review of the device history record found no deviations that could have caused or contributed to the reported issue. Based on the results of the investigation, it is likely that physical damage of the device lead to insufficient reprocessing. Growth of microorganisms were found through culture testing by the user after reprocessing. However, when olympus culture tested after reprocessing in accordance with the IFU before repair, the results conformed to the regulation's recommendation. The instruction manual of the subject device describes the reprocessing methods in the following chapters: chapter "compatible reprocessing methods and chemical agents" chapter "cleaning, disinfection, and sterilization procedures" olympus will continue to monitor field performance for this device.